Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that during the staff¿s hourly check on volume infused record on pcu screen, one of the modules did not show any numbers on the screen even though the actual module was actively infusing. To troubleshoot the issue, the staff would turnoff and turn back on the device and the missing numbers would then appear. There were no patient adverse effects caused to the patient.

Event description:
It was reported, that during the staff¿s hourly check. On volume infused record on pcu screen, one of the modules did not show any numbers on the screen. Even though the actual module was actively infusing. To troubleshoot the issue, the staff would turn off and turn back on the device. And the missing numbers would then appear. There were no patient adverse effects caused to the patient.

Manufacturer narrative:
Correction: disregard file: this file was erroneously reported as dim segment. However, was not needed.

Manufacturer narrative:
Correction in d9, g3.

Event description:
It was reported that during the staff¿s hourly check on volume infused record on pcu screen, one of the modules did not show any numbers on the screen even though the actual module was actively infusing. To troubleshoot the issue, the staff would turnoff and turn back on the device and the missing numbers would then appear. There were no patient adverse effects caused to the patient.